Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that they had a hickman powerline crack just below the hub while in a patient. The patient was sent to operating room for a new line to be placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a crack just below the hub was confirmed, and the cause is determined to be use-related. The device returned was one powerline 5 fr single lumen catheter with surecuff. Visual observation found that the cuff presented minimal residue, but adhesive/use residue was found on the clamp and extension leg. The printing on both sides of the suture wings was partially worn away. The catheter terminated distal to the 9-cm mark. The cuff was between the 3-cm and 4-cm marks. Functional testing found the device to be patent, but that there was a leak just inside the distal end of the proximal female luer hub. Microscopic evaluation found the distal tip of the device to exhibit a smooth and striated surface, characteristic of a cut with a sharp instrument. The leak was found to be at a circumferentially-aligned (transverse) split in the extension leg just inside the distal end of the female luer. The split was straight and the edges relatively clean. The area within the lumen surrounding the split appeared to be roughened, with material deposition. It was found that the material could be wiped away. The roughness inside the lumen is therefore not attributed to material degradation. In addition, it is determined to be unlikely that a sharp instrument could have caused the split because its location is normally contained within the luer hub. The tubing was pulled apart so that the surface of the break could be seen. On both sides of the break, signs of progressive failure in the form of concentric arcs progressing outward from a central point on the edge of the tubing were found. Other sites of similar failure, though not as progressed, were found other points along the tubing profile, although not as large. It is not known if these occurred either during use as well, or during evaluation, but they do show signs of progressive failure, associated with repeated stressing of the hub against the tubing. It appears that the cause, given that the split occurs transversely at a point of stress concentration, is application of excessive and/or excessively repeated stresses, such as torque, lateral stress, and tensile stress, during use. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.